Event description:
It was reported that the patient received a shock, then a vibratory alert. Alerts for possible output circuit damage and device reset were observed upon interrogation. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. An arc mark was found on the device can. Further analysis of the arc mark indicated the presence of lead material. Bench testing indicated shorted output stage detection due to damaged transistors. The damage found is consistent with that caused by high voltage delivery into low lead impedance. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.